Event description:
After injecting a pt with a hep b vaccine, the nurse disposed of the needle attached to the syringe in a wall-mounted biohazard container. When the nurse placed the empty vaccine vial in the container, the needle pierced the nurse's r+ index finger. The syringe had landed straight up in the container and was sticking through a small hole in the container. The container's design should be modified to not allow needles to poke through hole.